Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, implanted: (B)(6) 2018; product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018 for an basic evaluation (be) for urge incontinence. It was reported that the trial patient felt their device was not working since they slept on their back and woke up not feeling the stimulation. Stimulation perception was discussed with the patient. Additional information received on april 19, 2018 from the patient reported that the patient was told their leads may have migrated. They turned the stimulation up to 0.10 level on the left side. Follow up information received from the patient on april 20, 2018 again reported they felt the leads ¿might have actually migrated¿ since they did not feel they had relief. The patient was advised to contact their physician. There were no further complications reported or anticipated.